Manufacturer narrative:
Prior to each event, cholesterol reagent was calibrated. Qc samples were routinely run every 24 hours. A field service engineer (fse) replaced several hardware components and performed alignments. Inspection on this instrument is ongoing. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low cholesterol results generated by the unicel dxc 800 synchron clinical systems. The erroneous results were reported outside of the lab. Upon repeat higher results were obtained and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.